Manufacturer narrative:
A product investigation is in progress.

Event description:
A tampon inside the vagina... One part stayed inside [foreign body in reproductive tract] it came apart [device breakage] when she wanted to remove it, one part stayed inside [complication of device removal] case description: reporter called with claim that her mother used a tampon that came apart when she attempted to remove it. She notes that one part stayed inside of her. No serious injury was reported.

Event description:
A tampon inside the vagina... One part stayed inside [foreign body in reproductive tract] it came apart [device breakage] when she wanted to remove it, one part stayed inside [complication of device removal] case description: reporter called with claim that her mother used a tampon that came apart when she attempted to remove it. She notes that one part stayed inside of her. No serious injury was reported.

Manufacturer narrative:
13-apr-2021 product investigation results: no failure could be identified as a result of the investigation.